Event description:
It was reported by the affiliate that the (1) ems device was used during an unk procedure and jammed. The case was completed with another instrument. There was no consequence to the pt.